Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint will be returned by the customer and evaluated. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
"Second use. Leep is not delivering power and resets to "wait" after pedal is released." (B)(4).

Manufacturer narrative:
(B)(4). Investigation: inspect returned samples: initiated manufacturer's investigation. No sample returned. Review DHR: inspect stock product. Analysis and findings: a review of the 2 years complaint history reveals similar issue. The DHR for leep precision intg. Sys. P/n- lp-10-120, reveals no anomalies. The generator, p/n-lp-20-120, was reviewed and found no non-conformities during production. The complaint unit, leep precision intg. Sys., p/n-lp-10-120 and serial #(B)(4), was received with power delivery and foot pedal not working. The complaint condition was confirmed after evaluation. During evaluation, repair tech had noticed that 3 screws on the board were loose; there are total 8 screws on the board and it could possible that these screw were not tight properly from beginning. The power output was ok and foot pedal was working fine with test unit but not working with received complaint unit. It was confirmed that the foot pedal itself working fine; due to the circuit board issue foot pedal was not working properly and delivering power. The replacement unit was sent out to the customer and the received unit was converted to demo unit. However, there is no definitive root cause available for this complaint unit. The most probable root cause can be attributed to assembly error. The involved assembler was verbally notified for method sheet, lp-20-120-ms with revision e on (B)(6) 2016 and training record was attached for reference. Cooper surgical will continue to monitor this type of complaint condition. *correction and/or corrective action the customer received a new unit. This unit will be set aside for further evaluation by sustaining engineering's ee. This complaint will be entered into the coopersurgical continuous improvement plan (cip). Corrective action level 4. Train personnel: none. Reason: the board was replaced and unit was converted in demo unit. This complaint will be entered into the cooper surgical continuous improvement plan (cip). Was the complaint confirmed? Yes. Review and closure recommended continuous improvement program (cip). Preventative action activity: reviewed. Trend and monitor to cip.

Event description:
"Second use. Leep is not delivering power and resets to "wait" after pedal is released." (B)(4).